Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in high blood glucose levels, ketoacidosis and hospitalization. The customer was driven by her husband to the hospital, where the customer was immediately brought in the intensive care unit. The doctors removed the patient's insulin pump, and the patient was treated with an insulin perfusion. The customer is currently still in the hospital in the intensive care unit but is recovering.

Manufacturer narrative:
Update d4: catalog and UDI number corrected.